Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture unknown baker grade, p"eri-implant fibrosis" and "nodule of more or less 1.2mm."

Event description:
Patient's relative reported right side "intracapsular rupture" ultrasound confirmed, "peri-implant fibrosis" and "nodule of more or less 1.2mm." Device remains implanted. Patient reported physician "manually ruptured the fibrosis capsule."